Event description:
It was reported that the patient had many low voltage alarms as well as visible damage noted on the black power cable. The controller was exchanged and no plan for returning the controller was made. The alarms resolved with controller exchange and no alarms were heard on the new controller. A review of the log files revealed odd strings of low power advisory and power cable disconnects alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms, power cable disconnect alarms, and damage to the black power cable were confirmed via log file analysis and customer submitted photo. A review of the submitted log file contained data spanning approximately 3 days (25jul22 ¿ 27jul22 per timestamp). From 25jul22 at 9:46:06 to the end of the log file, while connected to batteries and the mobile power unit, atypical strings of power cable disconnect alarms intermittently activated due to rsoc voltages fluctuating outside the expected voltage range on both power cables. These events were coincident with atypical strings of low voltage alarms occurring on battery power throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: (B)(4) was not returned for analysis. Visual inspection of the customer submitted photo revealed a tear in outer jacket of the black power cable exposing the underlying mesh shielding. No damage to the underlying wires can be observed. Provided information stated the low voltage and power cable disconnect alarms resolved following a controller exchange. A root cause for the reported events was unable to be conclusively determined; however, the damage to the power cable could have contributed to the reported alarms. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.